Manufacturer narrative:
The device is expected to return for evaluation. It has not been received. The lot number of the device that was in use is unknown. The customer provided two possible lot numbers (plots). The possible lot numbers are 4749754 (MFR date 3/1/2020, expiry date 3/1/2025) and 4764633 (MFR date 3/1/2020, expiry date 3/1/2025).

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The customer reported that the event happened when either doxorubicin or cyclosphosphamide was being infused via IV push, and the spiros was replaced, and the therapy was resumed. The chemotherapy was reported to come into contact with the patient or healthcare provider and was caught immediately and handled per protocol. The chemo spill was cleaned up per protocol and a spill kit was used. There were no holes, cuts, tears, or any defect noted, however; it was reported that it looked like the internal filter was cracked. There was patient involvement, no adverse event, no blood loss or bleedback. This reflects 3 of 4 incidents.

Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history reviews (DHR) for possible lot numbers 4749754 and 4764633 were reviewed and there were no relevant non-conformances found. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.